Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer addressed occlusion by changing the infusion set. Customer's blood glucose was 320 mg/dl and an injection of insulin was administered to address bg.